Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed an infection. The device was explanted and replaced. No additional information was reported.

Event description:
Review of information noted that lead was not related to erosion, infection, or death.